Manufacturer narrative:
(B)(4). Batch #t5cz8l. Investigation summary: the analysis results showed that one ecr60d cartridge reload was returned unfired with the cartridge pan partially dislodged from right proximal side. No functional test was performed due the condition of the cartridge. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during the endoscopic colon surgery, when severing the colon with ecr60d, surgeon could not fire the device. Changed to a new reload to complete the surgery. There was no patient consequence reported. No additional information can be provided.